Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that during the procedure to reposition the ventricular lead, the atrial lead became dislodged. High pacing thresholds were also noted. An attempt to reposition the lead was unsuccessful due to the helix would not extend. The lead was subsequently replaced.